Event description:
It was reported that the pt underwent total left knee replacement in 2003. During a revision surgery in 2005, for fusion tack down extraction, the surgeon noticed the locking hinge was fractured and revised the device. Upon revision the surgeon noted metal derbris down in the poly sleeve.